Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient fentanyl (15000 mcg/ml at 5503 mcg/day), ketamine (12.5 mg/ml at 4.586 mg/day) and prialt (7.5 mcg/ml at 2.7517 mcg/day) via an implantable infusion pump. It was reported that since the pump was last replaced the patient has not had pain relief. The healthcare provider (hcp) accessed the catheter access port (cap) on (B)(6) 2019 and (B)(6) 2019 and poor cerebrospinal fluid (csf) flow was noted.; there was no known diagnostics performed on the pump. The cause of the patient's lack of pain relief was reported to be undetermined. A total system replacement was performed during which is was noted that there was a small black obstruction in the catheter. The issue was reported to resolved and the patient was alive with no injury. The hcp did not wish to return the devices for analysis. No further complications have been reported as a result of this event.